Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experience pain from a laminectomy. As a result, the patient's scs system was explanted on (B)(6) 2019. The issue was resolved post-operatively.